Manufacturer narrative:
The device is currently being investigated by resmed and the investigation methods, results, and conclusion are not finalized at this stage. Resmed's risk analysis for this failure mode concludes that the risk is acceptable. (B)(4).

Event description:
It was reported to resmed that an astral device would not charge its internal battery. There was no patient injury reported as a result of this incident.

Manufacturer narrative:
The device was returned and an extensive engineering investigation was performed. Performance testing confirmed the reported failure to charge the device internal battery. Based on all available evidence and previous investigations of similar complaints, the investigation determined that the reported event was due to an isolated component failure within the device main circuit board (pcb). The main pcb was replaced to address this issue. Resmed's risk analysis for this failure mode concludes that the risk is acceptable. There was no patient injury reported as a result of this incident. (B)(4).